Manufacturer narrative:
On 4-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician was preparing the sheath, the dilator was unable to be advanced very far into the sheath - there was resistance between the dilator and the sheath. The physician noticed some white flecks at the hemostatic valve of the sheath. The sheath was replaced and the procedure continued with no further issues. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub of the device. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. A device history record review was performed for the finished device lot number 60000713 and no internal action related to the complaint was found during the review. The hemostatic valve dislodged could be related to the resistance with sheath and foreign material issue reported by the customer, the complaint was confirmed. The potential cause of the separation and stress marks of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician was preparing the sheath, the dilator was unable to be advanced very far into the sheath -- there was resistance between the dilator and the sheath. The physician noticed some white flecks at the hemostatic valve of the sheath. The sheath was replaced and the procedure continued with no further issues. No patient consequences were reported.